Manufacturer narrative:
H.6. Investigation: four open 32g x 4mm pen needle samples were returned from lot. No. 7095652 cat. No. 320177. Visual examination was carried out on the returned samples and a broken non patient end of cannula was observed on two samples and a bent non patient end of cannula was observed on the remaining two samples. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 5 pen needle 14pk 32g x 4mm ch were unable to deliver insulin/medication and unable or difficult to prime. Product defects were noted during use. The following information was provided by the initial reporter: customer had purchased two boxes of pen needles, with a total of 5 curved needles. If two or three units were injected, the liquid would not come out, the needle didn't repeat usage, customer needed to exchange with 5 new pen needles. The customer was diagnosed with diabetes in (B)(6) 2019, he was always using the bd pen needles with three times a day, each time he used 12 units with the noval pen.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 pen needle 14pk 32 g x 4 mm ch were unable to deliver insulin/medication and unable or difficult to prime. Product defects were noted during use. The following information was provided by the initial reporter: customer had purchased two boxes of pen needles, with a total of 5 curved needles. If two or three units were injected, the liquid would not come out, the needle didn't repeat usage, customer needed to exchange with 5 new pen needles. The customer was diagnosed with diabetes in july 2019, he was always using the bd pen needles with three times a day, each time he used 12 units with the noval pen.